Event description:
It was reported that the device failed to fully charge the selected energy if the paddles are out of the paddle wells. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info. Follow up with the reporter found that the customer removed the device from service and plan to use it as a spare part inventory. Therefore, the device has been scrapped and the cause of the reported malfunction could not be determined.